Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID: 3093-28, lot# v767679, implanted: (B)(6) 2011, product type: lead.

Event description:
It was reported they thought the implantable neurostimulator (ins) died. The reporter stated that 'last week or so' patient noticed return of symptoms and he stopped feeling stimulation. Last night he tried using the pp and pp did not connect. Reporter denied stating they believe it was the ins. The change of symptom/therapy was noted as sudden. Additional information received 10 days later indicated that patient has an evaluation appointment on (B)(6) 2016 with health care provider and after that assessment they would decide on replacement if needed. The husband and wife do believe the battery was depleted at this time. Wife continued to report loss of symptom control as well as patient hospitalized due to bronchitis that turned into pneumonia. That has delayed the process of getting appointment it was later reported on (B)(6) 2016 that lead was never removed from the temporary infection. The health care provider in office confirmed previous interstim malfunction and was explanted. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.